Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during deployment, the device partially deployed and one needle was stuck in the artery. The needle was surgically removed and hemostasis was achieved. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.